Manufacturer narrative:
Company representative evaluated the unit and duplicated the problem. Corrections included replacement of the unit's display.

Event description:
Customer reported an issue with the passport v monitor's display, which may have affected patient monitoring. No patient injury was reported.